Manufacturer narrative:
The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. Based upon the bir prefix of this serial number this lead was manufactured in 2000, the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. Per qa permanent pacing lead final inspection procedure the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, helix to connector pin used as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. Although the root cause of this failure could not be determined, potential causes of this failure may be: unsatisfactory electrode position or damaged coating on tip during implant. The potential effects from this type of failure include: less efficient pacing, more frequent battery replacement, intermittent or continuous loss of pacing or sensing, or another procedure may be required for repositioning or removal. Per instructions for use (IFU) pr flexion informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance. Per instructions of use of guidant permanent implantable pacing leads (IFU) it informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explanation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. The lead is no longer manufactured. Based on the investigation, a CAPA is not required as no issues related to design, manufacturing or labeling of the product were revealed. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Event involves a 90 year old male. Hcp would like a review of reports. No symptoms reported. Ts: - discussed an automatic safety switch from bipolar to unipolar occurred on (B)(6) 2021 due to an ra pace impedance measurement of <200 ?. Discussed may be known as it was <200 ohms at last office interrogation (B)(6) 2021. Discussion appears to be oversensing of noise on stored atr egms. - discussed further review recommended of ep cardio review, further eval of atrial lead may be needed. Unable to do. Th remote (possible atrial non-capture on presenting vs. Retrograde) - see transmission report below for review. Reports successfully sent via auto-fax. Summary reviewed as: further review recommended. An automatic safety switch from bipolar to unipolar occurred on (B)(6) 2021 due to an ra pace impedance measurement of <200 w. Atrial impedance measurement out of range but was out of range at last office interrogation. Atrial oversensing observed on stored intracardiac electrogram. Stored atrial episodes on (B)(6) 2022 and (B)(6) 2022 contain noise. Atrial pacing lead may require further evaluation. Pacing threshold cannot be evaluated with remote interrogation. Reviewed reports with clinician.